Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4). And CAPA:(B)(4).

Manufacturer narrative:
Additional information: from the 44 events: cartridge crack, haptic damaged 1. Cartridge crack, stuck in cartridge, tip deformed 1. Cartridge damaged, improperly loaded 1. Cosmetic 2. Cosmetic, iol torn 1. Haptic damaged 17. Haptic detached 2. Improperly loaded,lens damaged 1. Iol torn 3. Lens damaged 12. Lens damaged, packaging 1. 35 investigations were completed and 7 are pending for the time period. From the 35 investigations: cosmetic 1. Cosmetic, haptic stuck to optic 2. Haptic damaged, iol torn 1. Haptic detached 2. Lens cut 1. Lens cut, haptic detached 1. No issues identified 6. No product returned 21. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 42 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there was 1 investigation1 completed during this period. Breakdown of 1 investigation with respective serial numbers is as follows: (B)(4) no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
In the initial report it was reported that there were 42 events however, it was found the correct number is 39. In the initial report the serial numbers of the devices were inadvertently not included. The serial numbers are as follows: (B)(4). Since the number of events changed the breakdown also changed. Below the new breakdown of events: cartridge crack, haptic damaged 1; cosmetic 2; cosmetic, iol torn 1; haptic damaged 16; haptic detached 2; improperly loaded, lens damaged 1; iol torn 3; lens damaged 12; lens damaged, packaging 1. 17 investigations were completed from the period and breakdown is as follows: cosmetic, haptic stuck to optic 2; haptic damaged, iol torn 1; haptic detached 2; lens damaged 1; no issues identified 3; no product returned 8. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.